Event description:
Pt was on machine for 1.5 hrs without problems, at 8:45 blood pressure taken, no changes, at 8:48 pt moaned out. When staff checked on pt it was noted that there was blood on the floor under chair. When dialysis line was attempted to be re-hooked up, it was noted that catheter had fallen apart during run. The venous luer lock had become disconnected from venous side of catheter. CPR was begun, saline was also begun - 5000cc of saline given. Pt unresponsive, transported to ER by ambulance where she died.